Event description:
A home care pt in (B)(6) reported via a distributor that 11 mr290ux autofeed humidification chambers, when used in a set-up involving fisher and paykel healthcare's mr730 respiratory humidifier and pulmonetics' ltv1000 ventilator, developed hairline cracks. The cracks developed in the same area of each chamber. No pt consequence was reported.

Manufacturer narrative:
(B) (4). The subject mr290 chambers have only recently been returned to fisher and paykel healthcare for investigation into the root cause of this incident. The investigation is currently underway. We will provide a follow-up report upon completion of the investigation.